Event description:
It was reported that during the lead implant procedure, p-wave measurements were not optimal. The lead was repositioned and p-wave value was still not satisfactory. The physician was unable to extend the lead helix when physician tried to reposition the lead again. The lead was replaced. Patient was in stable condition post-procedure.